Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the "loose light guide connector " malfunction would likely be related to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the rigid endoscope telescope exhibited a loose light guide connector pin. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.